Event description:
Information received by medtronic stated that the insulin pump had blank display due to unexpected power loss. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black device was returned for having a blank display and unexpected battery power loss found on (B)(6) 2021. Device powered up after battery installation and was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify unexpected battery power loss due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assemblies or motor.¿pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 55(file number =(B)(4); line number = (B)(4)) fatal alarm confirmed in the history files on (B)(6) 2021 at 5:57am. Force sensor zero offset (within) specification (25.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, missing display window cover, pillowing keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. Blank display not confirmed during testing. Unable to verify unexpected battery power loss due to critical pump error(open book image) alarm. Critical pump error (open book image) alarm and pump error 55(file number = (B)(4); line number = (B)(4)) confirmed in the history files on (B)(6) 2021 at 5:57am due to possible hardware anomaly as per global logic analysis (esf (B)(4)). Problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.